Event description:
While reaching for a chair to get off the toilet, the set came off and the end user fell and fractured her arm.

Manufacturer narrative:
The end user reached for her chair as she was rising from the toilet. The elevated seat apparently came off and she fell, fracturing her forearm. The arm was immobilized in a cast. She also suffered a laceration to the back of her ankle that was repaired with sutures. The fall was not witnessed and the son believes she may have put more weight on one side of the toilet seat rather than equally distributing her weight on both arms of the device while transferring. The sample was returned and evaluated. No manufacturing defects were found. A root cause has not been confirmed.